Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed on the et tube and no defects were observed on the extruded tube, inflation valve, or inflation line. Visual examination of the cuff revealed that it had a small tear. A functional leak test was performed and the cuff inflated and immediately deflated. The et tube was then submerged underwater and re-inflated. The leak could be seen exiting the small tear in the cuff. No other leaks were detected. The reported complaint of a leak from the et tube cuff was confirmed based on visual inspection and functional testing of the returned sample. A small tear was observed in the cuff which resulted in a leak during functional testing. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation during manufacturing. This type of defect would have been detected during the final inspection testing. The reported complaint was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the bulb of the device would not stay inflated. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual , functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the bulb of the device would not stay inflated. No patient injury reported.